Manufacturer narrative:
The subject device was returned to olympus medical systems corporation (omsc) for evaluation. The evaluation confirmed that the ptfe pad was partially worn away. There were contact marks on the surface of the probe and the jaw. The manufacturing record was reviewed with no irregularities. Based on the similar cases with the same model, it is known that by continuously activating output without grasping anything in the grasping section (including after the tissue separated), the ptfe pad is severely worn. Considering the evaluation result of the subject device, omsc concluded that the reported event occurred since the user continued activating output for an extended time after the tissue already cut. Report in an abundance of caution. Please cross-reference the following reports: 8010047-2014-01074.

Event description:
Olympus was reported the event blow. The subject device was used during a laparoscopic uterine myomectomy. There are some short circuit error messages were displayed. The probe was broken off and the probe tip fell off inside the patient. The probe tip was retrieved in the procedure. The procedure was completed with a different device. There was no patient injury reported. Olympus was received 2 subject devices about this event. As a result of evaluation, it was found that the probe of one device was broken and the ptfe pad of one device was severely worn away. This report is regarding the device that the ptfe pad was worn.